Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone email, the customer was called for training. During the draining customer reported that she was experiencing low blood glucose levels in the 50 and 60 mg/dl ranges. She believes lows might be due to her basal rates. Customer declined troubleshooting assistance. Customer is not returning the device for analysis.